Manufacturer narrative:
The reported t8 forward ratchet assy, low-profile was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 forward ratchet assy, low-profile (part number msp2030, batch number 550000) was not examined/evaluated due to it being scrapped and discarded in the returns department by mistake. Corrected data: type of investigation code (annex b): updated 10 and 4115.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
I was reported during surgery a t8-fordward screwdriver tip broke off when the surgeon was fastening a screw. The surgeon retrieved the missing piece of the screwdriver from the patient. The surgeon used a backup t8-fordward screwdriver from the instrument tray to complete the surgery with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00660 for the screw involved in this event.